Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 2 MDR's filed for the same patient (reference 3002806535-2015-00284 & 00285).

Event description:
Patient reported to have undergone a total hip arthroplasty on (B)(6) 2007. Patient further reported a revision procedure was performed on (B)(6), 2014 due to loosening of the acetabular cup. During the procedure, black fluid, metallosis and osteolysis were noted within the joint. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is 2 of 2 mdrs filed for the same event (reference (B)(4)).